Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es user was unable to login to the station. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to the station due to an incorrect password error. The technical support specialist (tss) dialed in to both the server and station to check for any issues with the pyxis system. The tss noticed that the user was not registered under the hospital corporation domain, which is outside the scope of tss control. The tss sent an email to the customer advising to reach out to the hospital information technology team to determine why the password was being rejected when entered into pyxis. A follow-up was conducted by the tss, but no response was received from the customer updated for case closure. The system functioned as intended after the technical support specialist investigated the device.